Manufacturer narrative:
The device, used in treatment, was not returned for evaluation; reporting event could not be confirmed a clinical evaluation was conducted and confirms without the requested clinical information a thorough medical investigation cannot be rendered. Should any additional clinical information be provided this complaint will be re-evaluated. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. Factors and/or potential probable causes that could have contributed to the reported event include but are not limited to lock detail geometry and too much clearance in areas of posterior dovetail cross section. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed.

Event description:
It was reported that a revision surgery was performed to exchange the insert to a thicker one as patient was experiencing small looseness.